Event description:
It was reported that during a procedure, "aiming beam shooting up to the front #281,164j" was observed. A second fiber was used to complete the case. No injury to patient reported.

Manufacturer narrative:
(B)(4).